Event description:
Healthcare professional reported approx 4 months after injection to the nasolabial folds with juvederm voluma, pt developed "low inflammation reaction" and induration at the injection sites. Pt was treated with solupred and after one week pt developed "indurated nodes around the lips". Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of inflammatory reaction with induration and nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.